Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that there was poor communication on the patient programmer. It was noted that the patient used an antenna. The patient confirmed that the antenna was secure and attempted to synchronize with the ins but this did not resolve the issue. The patient unplugged the antenna, placed the programmer on the skin directly over the ins, and attempted to synchronize with the ins. This also did not resolve the reported issue. The patient reported a return of pain. The programmer had poor communication with and without the antenna. No out of box failure was reported. The programmer was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.